Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for initial implant. After the atrial lead was connected to the device, noise oversensing was noted on the atrial lead. Multiple attempts were made to resolve the noise. The lead was removed and another lead was implanted. Patient was stable post procedure.